Manufacturer narrative:
A getinge field service engineer (fse) replaced the color video reciver pcb and performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the screen in the cs100 intra-aortic balloon pump (iabp) was malfunctioning . There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period apr-2019 through mar-2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and confirm that the video receiver board was not working properly. Replace the video receiver board for cross-comparison (0670-00-0736 pcb, color video receiver) to resolve the problem. Additional information was requested and if it is provided, we will submit a supplemental report. (B)(6) hospital.

Event description:
It was reported that the screen in the cs100 intra-aortic balloon pump (iabp) was malfunctioning. There was no patient involvement, and no adverse event reported.